Event description:
It was reported that the tip broke on the universal handpiece due to being over torqued with the wrench during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
During visual inspection, it was observed that the threads were broken off the "tip" or angle nut. Attempts were made with new angle nuts to bring the handpiece into alignment, however, these attempts were not successful. The handpiece is not repairable.